Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The oversensing was also noted on stored electrograms. The patient did not receive therapy during the oversensing. The device was reprogrammed and the patient will continue to be monitored. The patient was stable after the reprogramming.